Event description:
The valve does not open at all during the test.

Manufacturer narrative:
The returned crx070 valve has been analyzed. According to the laboratory results, we did not manage to duplicate any opening abnormality and the medical device meets all its specifications requirements. Air and alcohol flushing has been readily done and the styled passed smoothly through the slits. Furthermore, no abnormal resistance observed during the slits opening test performed according to the manufacturing testing instruction, even prior to the stylet inserting.